Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's mother reported the pod adhesive was not sticking well and the pod fell off the infusion site, causing the cannula to dislodge. The pod was worn for between 25 and 36 hours. The patient's blood glucose (bg) levels rose to 20 mmol/l (360 mg/dl). The patient ran out of pods and did not have insulin pens as a backup method for treatment. The patient was feeling dizzy and was seeing black spots. The patient was admitted to university hospital halle (saale) and was treated with insulin pens.